Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 157 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.